Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue by using maxcore instrument. It was reported that during the procedure the outer cannula allegedly can¿t be fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos are provided and reviewed. The first and second photo shows maxcore devices in half primed position within the open package held by operator. The third photo shows a maxcore device in fully primed position within the open package held by operator. The product information in the labels of all three devices was cross verified with the trackwise. Therefore, the investigation is inconclusive for the reported failure to fire as no evidence was shown in provided photos to support the event. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On j(B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue by using maxcore instrument. It was reported that during the procedure the outer cannula of the device failed to fire. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.